Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon visual inspection, no issues were observed with the returned components of the device. During routine incoming inspection of a loaner set, it was observed that 286745500, torque handle, lot number gb106825 was found to be out of drawing specification. The drawing specification is 72-88. The torque tested high ¿ 90.5. A definitive root cause for this complaint as its unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper2 final tightener handle, was conducted identifying that lot number gb106825 was released in a single batch. Batch1: lot were released on 21 dec 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the viper2 final tightener handle, was found to be out of drawing specification. There was no patient involvement. This report is for one (1) viper 2 system final tightener handle, torque limiting. This is report 1 of 1 for (B)(4).